Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed after changing the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed after changing the balloon. It was further reported that the 70% stenosed target lesion was located in the right coronary artery. The balloon ruptured before inflated and the procedure wa completed with another nc emerge balloon catheter.